Event description:
It was reported that the pump touchscreen was cracked, unresponsive, and unreadable. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.